Event description:
It was reported that the implantable loop recorder (icm) could not be interrogated by the remote monitor. Additional information received indicated the patient had a chest x-ray and this proved the icm had completely migrated out of the pocket. The patient went to the hospital to have a new icm implant. No patient complications have been reported as a result of this event.